Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR #1219856-2011-00104 for the first event involving the same pt. It was reported that while in the cardiology department the md reported that "during advancing guidewire problems occurred." As a result, another iab was inserted. The insertion site is listed as femoral. There was no reported pt death or injury. There was no medical/surgical intervention required. There was no reported delay in therapy. There were no pt complications and the pt outcome is listed as ok.